Event description:
Loss of integration. It was reported that #10 implant had lost integration once, then noticed after second placement #5 implant was reattempted 4 times after original placement and reattempted one at site 6 after all four implants were placed and seemingly doing well, they were losing bone and integration. Tooth sites involved are 8, 12, 10, and 5.

Event description:
Loos of integration. It was reported that #10 implant had lost integration once, then noticed after second placement #5 implant was reattempted 4 times after original placement and reattempted one at site 6 after all four implants were placed and seemingly doing well, they were losing bone and integration. Tooth sites involved are 8, 12, 10, and 5.